Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00656. It was reported the patient developed a headache from a possible csf leak during the procedure. The patient went to the doctor's office and had a blood patch performed. The patient still complained of a minor headache at follow up appointment. The patient was instructed to contact the doctor if the headache worsens.